Event description:
The customer tested his blood glucose and received a reading of 133 mg/dl using his contour meter. He retested using another meter and received a reading of 69 mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer performed control tests while troubleshooting and the results fell within the normal control range. The customer used the last of his test strips while troubleshooting, so no product will be returned. A replacement meter was sent to the customer.